Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.

Event description:
It was reported that at implant, the atrial lead had a noisy signal. Undersensing was also reported. The lead was replaced and the new lead "worked fine". No further patient complications reported as a result of this event.